Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display, a damaged battery cap, a button contact defect and contamination under keypad button contacts. This report is made based on results of investigation completed on 11/26/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/26/2014 with the following findings: during a visual inspection of the pump, the keypad cover was observed to be torn, and the battery cap was damaged and worn on the top. A test battery cap was used to complete investigation. During testing, the pump was powered on and the display screen appeared dim and discolored. The contrast keypad button was unresponsive to user presses; all other keypad buttons responded properly. The keypad cover was removed, and contamination was found under the contrast, up arrow, and down arrow button contacts. The contrast button contact was also missing. (B)(4).